Manufacturer narrative:
Date of event: the event occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. It was reported that pd therapy was ongoing during treatment, however, the specific treatment was unknown. At the time of this report, the patient had recovered. No additional information is available as the reporter declined follow up.